Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Subsequently, this lv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Subsequently, this lv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.